Manufacturer narrative:
Device investigation narrative - complaint of blacking out could not be reproduced. Product passed functional testing during 6 hour burn-I \ with no signal loss or interference. Video image remained clear throughout burn-in. All functions perform as expected. No problem found.

Event description:
It was reported the svc camera head non-ac hd560h blacked out. This occurred during the procedure. There was no backup smith and nephew device available so a competitors device was used to complete the procedure. There was a delay of less then 30 minutes. No patient injuries were reported.